Manufacturer narrative:
The suspected solenoid valves were returned to philips for failure investigation. The technician documented the following conclusion/root cause, "product investigation lab (pil) tech performed the testing and verified and confirmed that an alarm and 1109 diagnostic code for check vent: machine pressure sensor auto zero failed was generated during the standard test bed (stb) operation. The pil could conclude that the returned solenoid, which was placed in position 2 is stuck in de-energized position. Solenoid 3 is faulty.".

Manufacturer narrative:
E1: reporting address postal:(B)(6).

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a "check vent: proximal pressure sensor auto-zero failed" error message. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) was testing the device and reported that the v60 ventilator displayed a "check vent: proximal pressure sensor auto-zero failed" error message. The se reported that the solenoid valves (3 and 4) were replaced to resolve the issue.